Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned device for alleged cosmetic damage located at the pump found on (B)(6) 2022. The device passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay, pillowing keypad overlay, overlay scratched, label damage (faded). Cosmetic damage was confirmed at the device. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that crack was observed in insulin pump housing. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The product will be returned for analysis.